Manufacturer narrative:
Updated fields: h7, h9.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: gas leakage occurred from the secondary piping due to the deterioration of the tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage from secondary piping due to tube deterioration. The piping tube inside the device was damaged. There was no patient involvement.